Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the pump displayed alert 41 with an ¿unable to proceed¿ message during insulin shaft rewind, repeatedly preventing the cartridge and tubing change, consistent with a failure to infuse and associated with the device¿s firmware. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a communications problem, aligning with a failure to infuse related to the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.